Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to get any green lights on the telemetry portion during a manual transmission. Troubleshooting steps were taken to no avail. The patient was referred to device clinic for follow up and to help rule out any potential implanted device concerns. Patient may bring monitor to verify if it was able to read the device before going home. The monitor remains in use. The device remains in use. No patient complications have been reported as a result of this event.